Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the plastic template on the implantable neurostimulator recharger (insr) belt broke roughly a month ago. It was reported that the patient had been having issues and problems with charging, they had to charge daily, it was not holding a charge, it was taking a long time to charge, and had an overdischarged battery. The battery was interrogated and overdischarge was confirmed. A device reset was performed which resolved the reported problem. It was reported that it was unknown if a surgical intervention was planned. Follow-up for the information was initiated. No patient symptoms were reported. No further complications were reported.